Event description:
The patient was enrolled in the investigator initiated study, immuwhy. It was reported that the patient had ascites requiring hospitalization post therasphere procedure. Immuwhy is a phase ii study of immunotherapy with durvalumab or durvalumab and tremelimumab, both combined with y-90 sirt therapy. The patients have advanced stage intrahepatic biliary tract cancer (btc) and are scheduled to receive y-90 sirt therapy as standard of care. This patient underwent sirt with therasphere administration on (B)(6) 2023. On (B)(6) durvalumab and tremelimumab were given. On (B)(6) 2023, the patient had ascites and was hospitalized. The patient was symptomatic with medical intervention indicated; the drainage was changed. The patient was discharged on (B)(6) 2023, and the event was considered resolved.

Manufacturer narrative:
A2: date of birth: 1944. D3: manufacturer address 1: chapman house, farnham bus park d3: manufacturer zip/postal code: gu9 8ql g1: MFR site address 1: chapman house, farnham bus park g1: MFR site zip/post code: gu9 8ql.